Event description:
A report was received that the patient was experiencing discomfort on where the anchors was buried. The patient underwent a revision procedure wherein the anchors where repositioned. The patient was doing well postoperatively.